Event description:
The complainant reported that a male pt had a prima zi abutment placed at fdi site number 23 on (B)(6) 2010. The abutment prima was reported to have fractured on (B)(6) 2010. There was no adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The abutment was returned with coping screw and crown attached. Visual analysis revealed a fracture at the base of the abutment, and a small portion of the internal lobe connection was missing. Furthermore, there was a vertical opening in the crown where the clinician used a cutting tool to facilitate removal of the restoration from the implant. Fractures of this nature are usually caused by excessive torque used to secure the abutment screw. A torque setting over the recommended 30ncm and/or misalignment during placement can result in fractures toward the base of the zirconia abutment. The root cause of this event is likely attributed to user technique and/or operational context. Product is supplied by keystone dental as a non sterile part, consequently, there is no expiration date. Keystone dental reference: (B)(4).